Event description:
It was reported that the device reached eri. Premature battery depletion is suspected. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. Based on device settings, a longevity calculation was performed and was found to be within expected limits. However, rapid depletion from eri to eos was observed. The device was tested on the bench and on the automated test system and no anomalies were found. The cause of the rapid depletion from eri to eos was not determined.